Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to a carescape r860 when an occluded circuit alarm occurred. It was reported that the patient desaturated to 55% for an unspecified duration. The patient was switched to manual ventilation and the oxygen saturation level recovered. There were no patient sequelae reported.